Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient(pt) reports feels pain where the implant sits. Pt states at first it was flat but within the last year the pain started and noticed the device is "raised" and can definitely be felt. Pt states keeps stimulation low otherwise will feel stimulation down leg and into toes. Pt states device hurts when laying on back. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.